Manufacturer narrative:
A patient allegedly fell exiting the bed, however, no information has been provided. A follow-up report will be submitted if more information is obtained.

Event description:
It was reported via repair work order that the bed exit would not arm due to damaged load cells and scale control board. A patient allegedly fell exiting the bed, however, no information has been provided.